Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed, and a bolus of 13.7 units was found in the bolus history on the night of the event. The customer stated that she did not program that bolus. The insulin pump was programmed correctly. The insulin pump also passed the prime, high pressure and self tests. Nothing further was reported.